Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged nasal throat irritation, shortness of breath, headaches. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of paticles. The patient alleged nasal throat irritation, shortness of breath, headaches. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: observed unusual odor. Corrosion/contamination at the dc power jack p4. Dust-like and fibrous contamination and other unknown contamination was observed on/in and around the iso port, device exterior with heavier deposits under accessory doors and enclosures seams. Gray dust like contamination at the input of the blower box at the filter area and on the exterior of the blower box. Multiple contamination found throughout the devoce enclosure. Observed a discolored stain in the bottom enclosure, which suggest potential liquid ingress. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.